Manufacturer narrative:
Concomitant medical products: dtma1qq, crtd, implanted: (B)(6) 2021; 429888, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pocket was red and pus-filled. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted approximately after 5 weeks after a routine generator replacement due to an infection. No further patient complications have been reported as a result of this event.